Manufacturer narrative:
The customer replaced the ict module which resolved the issue. Additionally, the customer replaced the ict probe and the cuvette washer dry tip. No additional discrepant result issues have been reported since the parts were replaced. Return testing was not completed as returns were not available. Instrument service history review for ac02791 revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the ict module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial ac02791 or the ict module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one sample. The following data was provided: (B)(6) 2021 initial result was 118, repeats = 144 and 148. No impact to patient management was reported.